Event description:
Six pt samples with discrepant sodium results. Initial sodium gave 128 mmol/l; repeat gave 136 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Six pt samples with discrepant sodium results. Initial sodium gave 132 mmol/l; repeat gave 142 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Six pt samples with discrepant sodium results. Initial sodium gave 126 mmol/l; repeat gave 136 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Six pt samples with discrepant sodium results. Initial sodium gave 131 mmol/l; repeat gave 140 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Six pt samples with discrepant sodium results. Initial sodium gave 131 mmol/l; repeat gave 143 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.

Event description:
Six pt samples with discrepant results. Initial sodium gave 123 mmol/l; repeat gave 132 mmol/l. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined, the field service rep noted he replaced the sodium and reference electrodes, and checked sipper and sample probes. Performance tests were performed and within specification.